Event description:
A few weeks ago it was reported by my facility's infectious disease physician that there was a notable uptake in stenotrophomonas maltophilia seen in bronchoscopy cases, particularly washes and lavages, based on a series of lab results returned.